Manufacturer narrative:
B.5. Has been updated with additional information received as follows: it was reported that bd phoenix¿ m50 automated microbiology system had an identification problem. The instrument identified pseudomonas as e. Coli. There was no report of patient impact.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system had an identification problem. The instrument identified pseudomonas as e. Coli. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system had an identification problem. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported errors in identification of isolates. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed a cleaning of the instrument optical components and a light-source adjustment. The instrument was found to be functioning as expected. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of november 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system had an identification problem. The instrument identified pseudomonas as e. Coli. There was no report of patient impact.